Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing, low impedance in the unipolar configuration and the atrial lead position check had failed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.